Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the generator, in which the high lead impedance was observed, was a demo generator and is not for human use. Therefore, no patient was involved.

Event description:
It was reported that during review of the hospital's programming computer a patient was identified as having high impedance (>10,000 ohms). The patient's identify was unable to be determined. Attempts to obtain additional relevant information have been unsuccessful to date.